Manufacturer narrative:
All available information was investigated. The device was returned for analysis. Difficult to remove from anatomy could not be replicated in a testing environment as it was related to procedural operational circumstances. The material separation (clip detachment) and lock line break were confirmed. The gripper line break was not confirmed. It should be noted that the mitraclip instructions for use states under the "definition of terms" section for ¿unlock the clip¿ to rotate the lock lever outward and then retract the lever until the mark on the lever is fully exposed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the observed coupler break resulting in material separation (clip detachment) and difficult to remove from anatomy, appears to be related to user error (improper or incorrect procedure or method) of the lock lever not being fully retracted upon unlocking the clip and opening the clip arms. In this case, as the user error of not properly unlocking the clip resulting in increased tension on the device led to the reported issue of material separation (clip detachment) and difficult to remove. The lock line break appears to be related to user technique/procedural circumstances. The gripper line break appears to be related to user perceiving the separate gripper lines of the device as break in the gripper line when the gripper line detached from the device. The additional therapy/non-surgical treatment and surgical procedure were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detachment from the mandrel before deployment, the clip got stuck at the access site and was removed with a cutdown. It was reported that this was a mitraclip procedure to treat grade 4 primary mitral regurgitation (mr). The first mitraclip was implanted without issue. The second mitraclip was advanced to the left atrium and the physician retracted the lock lever to unlock and began to turn the arm positioner in the open direction, but the lock lever was not fully retracted, so it did not unlock the clip. The physician then pulled the lock lever back further to unlock the clip, but there was already tension on the system from turning the arm positioner while locked. After the lock lever was further retracted, the clip opened to inverted position and detached from the mandrel, but it was still attached to the gripper/lock lines. The clip was retracted to the steerable guide catheter and both were removed together as a unit to the level of the right femoral access site where the clip detached (separated) from the lock and gripper lines. The physician used a blade to nick and cut the side of the clip delivery system steerable sleeve. He then tried to insert a guide wire into the cut in the hopes of advancing it through the sleeve lumen to reach the clip, but this was not successful. The left femoral vein was accessed to advance a balloon dilatation catheter to the location of the clip to keep it from traveling distal. A cutdown was performed on the right access to remove the clip. After removal, the physician used his hands to try and close the clip manually. The mitraclip procedure continued on the left side where a new mitraclip was inserted and successfully deployed. Mr was reduced to grade two with two clips. No additional information was provided.